Event description:
It was reported that the patient began experiencing symptoms of parkinson¿s disease at night. The patient¿s implantable neurostimulators (ins) were checked by the health care provider (hcp). One ins was at end of service (eos) at 2.27 v. The other ins was ok at 2.9 v. Impedances were within normal limits on all electrode pairs. The hcp believed ¿something was wrong¿ due to the difference in battery voltage levels because the inss were implanted at the same time and used the same programming parameters. It was noted the patient had been programmed in continuous stimulation mode. Ins replacement occurred on 2014-(B)(6) without any issues. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), product type implantable neurostimulator. Analysis of implantable neurostimulator (ins) model 37602, sn: (B)(4), found no significant anomalies. Longevity calculations were performed using the programmed parameters and measured impedances and found the time to end-of-service was appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.